Manufacturer narrative:
Patient weight not made available from the site. 11/02/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 11/13/2015 a medtronic representative, following-up at the site, checked out all their instruments and was accurate on all sawbones levels with a new imaging system spin. Inaccuracy not replicable and navigation system functioning normally. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that, while in a spine procedure the previous day, two pedicle screws were placed laterally. The patient was in a revision procedure the following day to correct the misplaced screws. No specific measurement of the alleged inaccuracy was provided. The site stated that this was the surgeon's first time using powerease with navlock, and first time using ats self-tapping screws. The surgeon was working away from the frame clamped at t5 for a t6-t12 (skipping t9) fusion. The two screws at t6 were placed laterally and revised, as well as one screw on t8 (left side). There was no confirmation taken. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
A medtronic representative followed up with the site and reported that she did not have an exact number, but would estimate a 1-3mm inaccuracy. No negative reports on the patient's outcome have been received, so it is assumed the patient recovered without issue.